Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were under responsive and that there was moisture present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2015 with the following findings: the pump was returned with the keypad fully intact. All of the buttons respond to user input. The keypad was removed and contamination was found underneath any of the button contacts. A leak test was performed and failed due to a leak between the display lens and pump seal. The pump was opened and moisture was observed within the internals of the device. Unrelated to the original complaint, the display was found to be dim and discolored when powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).